Event description:
Case description: this serious spontaneous case from ireland was reported by a pharmacist as "needle deattached from the plastic staying in the skin after insulin administration(needle stick/puncture)" beginning on feb-2021, "needle detached from the plastic part of the needle(needle issue)" beginning on (B)(6) 2021, and concerned a adult female patient who was treated with novofine 6mm (31g) (needle) from unknown start date and ongoing for "type 2 diabetes mellitus", patient's height: 180 cm patient's weight: 108 kg patient's bmi: 33.33333330. Dosage regimens: novofine 6mm (31g): since last submission following information was updated. Patient's height, weight and body mass index update "trained user" updated to "yes" dosage regimen of concomitant medication, tresiba flextouch, novorapid flexpen and ozempic updated device narrative updated reporter comment updated narrative was updated accordingly reporter comment: it was reported that the patient did not have same problem with a new batch of needle.

Event description:
Case description: investigational results name: novofine 31g, batch number: 19d17k the batch was released and shipped for the turkish market. As the product was not distributed through the legal supply chain, the integrity of the product cannot be guaranteed. Based on the performed investigations on the batch number, it is concluded that the product has been diverted. The product was not returned for examination. Batch 19d17k is shipped to turkey. There are no storage specification for needle. The needles are tested in a variety of conditions and have a shelf life of 5 years. There are no external factors that could result in the needle falling out of the hub during use. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The production site has reviewed their production records and inspected their reference samples. No findings found in the production records that could be related to this matter and the reference samples at the production site were normal. Since the complaint samples were not returned for investigation, it is not possible to determine the cause of the loosened needle tube. Since last submission following information was updated. -investigational result updated -narrative was updated accordingly final manufacturer's comment: 17-may-2021: the suspected device (novofine 6mm 31g) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine 6mm 31g. Based on the nature of the event (injury associated with needle), it could be attributed to product handling error.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needle deattached from the plastic staying in the skin after insulin administration [injury associated with device] needle detached from the plastic part of the needle [needle issue]. Case description: this serious spontaneous case from (B)(6) received via health products regulatory authority was reported by a pharmacist as "needle deattached from the plastic staying in the skin after insulin administration (needle stick/ puncture)" beginning on (B)(6) 2021, "needle detached from the plastic part of the needle (needle issue)" beginning on (B)(6) 2021, and concerned a adult female patient who was treated with novofine 6mm (31g) (needle) from unknown start date and ongoing for "type 2 diabetes mellitus". The patient height, weight and body mass index (bmi) details were not reported. Current condition: type 2 diabetes (duration not reported). Concomitant products included - novorapid flexpen (insulin aspart) solution for injection, 100 u/ml, ozempic (semaglutide) solution for injection, 1.34 mg/ml, tresiba flextouch (insulin degludec) solution for injection, aspirin [acetylsalicylic acid] (aspirin [acetylsalicylic acid]), lyrica (pregabalin), tramadol. It was reported that, patient was dispensed with new box of novofine 6mm needles on (B)(6) 2021. The patient reportedly opened the box the beginning of (B)(6). Between beginning of (B)(6) 2021 (pharmacist unsure of exact dates) the patient experienced 4 separate incidents whereby the needle would remain in situ in her skin after becoming detached from the plastic part of the needle. Patient used tweezers successfully to remove the needle from the injection site on all occasions. No adverse effects experienced by patient. The patient is reportedly an experienced user of novo nordisk pens and self-administers her medication. The patient was dispensed with new batch of needles dispensed to patient on (B)(6) 2021. Patient did not use any other treatment other than removal of needle tip from skin by use of tweezers. The patient discarded all used and unused samples of the batch in question and therefore no samples are available for analysis. Batch numbers: novofine 6mm (31g): 19d17k. Action taken to novofine 6mm (31g) was reported as no change. On (B)(6) 2021 the outcome for the event "needle deattached from the plastic staying in the skin after insulin administration (needle stick/ puncture)" was recovered. On (B)(6) 2021 the outcome for the event "needle detached from the plastic part of the needle (needle issue)" was recovered. References included: (B)(4). Preliminary manufacturer's comment: on 15-mar-2021: relevant information on injection administration technique, needle re-use and storing the device with needle attached between injections and affected faulty needles are unavailable for complete assessment. No conclusion is reached. Since the patient discarded the faulty used and unused needles, after batch trend analysis and reference device analysis, we can comment on final analysis.